Event description:
A company representative reported that a patient was revised approximately one month post-operatively to address osteomyelitis where two vulcan polyaxial screws were implanted. This report captures the first of two screws.